Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 42 mg/dl. The customer stated that he changed the infusion set just before going to bed that night. The customer woke up, then collapsed. The customer also reported problems with the buttons not responding. Troubleshooting was not possible due ot the unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.